Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).¿ upon device reception, the smart touch tablet was tested and the reported problem could not be reproduced: the tablet worked properly and the keyboard was displayed correctly after the interrogation of the device. The subject smart touch tablet will follow the normal repair workflow and will be sent back to the field.

Event description:
Reportedly, after the interrogation of the device, the keyboard does not appeared, the tablet was turned off several times and nothing changed. The battery was also removed with the similar observation.